Manufacturer narrative:
Analysis of the implantable pulse generator (B)(4) found the battery reduced capacity due to overdischarge. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2013 product type lead product ID 977a260 lot# serial# (B)(4)implanted: (B)(6) 2013, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 97740, serial# (B)(4) product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer. The patient was experiencing no benefit. It was considered to be normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.